Manufacturer narrative:
Updated method, results, component and conclusion code grids.

Event description:
It has been reported to philips the capnography not working, says "filter line not connected" when etco2 plugged in.